Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a transurethral ureterolithoripsy the surgeon found ureteral injury after the second stone retrieval. When the surgeon looked at ureteral, retroperitoneum was observed through injured ureteral. As a result of the check by contrast media, the surgeon decided stent placement was not enough and performed an open abdominal surgery. The open surgery repaired the ureteral injury. It was reported that there was no device malfunction.